Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on (B)(6) 2015 and performed to specification up to the last log entry on (B)(6) 2016. The returned pad-pak was inserted into the device, the device passed a self-test, the device displayed a flashing red status led and failure chirp during the power up. No warnings were given at shutdown and the flashing red status led and failure chirp remained. This would confirm the reported fault. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to a short circuit between the red and green status led due to excess silver paste. The status leds are tested during final test, it is therefore concluded the short circuit was intermittent in nature and caused as a result of over application of silver paste. The fault could not be replicated with a new membrane fitted.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has red status indicator light indicating a fault has been detected on the unit.